Event description:
The customer reported that the system would not display an image. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. Traced power loss to f-1 on power distribution which was removed and replaced. The sys was tested and found to be working as intended and returned to svc.